Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident and the current blood glucose level was 38 mg/dl. Customer states blood glucose value entered was 83 mg/dl, 151 mg/dl, 160 mg/dl. Customer states that they had four instances when the sensor was showing a normal reading in the 100 mg/dl range. Customer decline troubleshooting for low blood glucose. Customer was treated with glucose tabs and juice for low blood glucose. Customer did not have transmitter charger available. Customer states that they were in auto mode on the sensors when the blood glucose were low. The device will not be returned for analysis.